Event description:
A surgeon reports that one week following intraocular lens (iol) implant surgery, a pt presented with inflammation. The pt was hospitalized for 15 days, the iol was removed, and a vitrectomy was performed. The pt was treated with antibiotics and corticoids. An aqueous culture was taken and the results were sterile. The pt currently has silicone oil in the eye, no iol, and visual acuity is 20/1200 although the retina is "not so bad". The surgeon stated they did not believe the event was iol related, but isn't aware of any factors that would be responsible for the inflammation.